Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) touch screen display froze and does not allow any input using the mouse, keyboard, or touch. No patient harm was reported. Nihon kohden technician told customer to turn off and turn back on the cns and when they did, the touch screen are now accepting inputs and there is no other problems with the display.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) touch screen display froze and does not allow any input using the mouse, keyboard, or touch. No patient harm was reported. Nihon kohden technician told customer to turn off and turn back on the cns and when they did, the touch screen are now accepting inputs and there is no other problems with the display. This issue is only with the cns being reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) touch screen display froze and does not allow any input using the mouse, keyboard, or touch. No patient harm was reported. Nihon kohden technician told customer to turn off and turn back on the cns and when they did, the touch screen are now accepting inputs and there is no other problems with the display. This issue is only with the cns being reported.service performed:nihon kohden technical services (nk ts) advised the customer to perform a hard shut down/reboot and once the cns came back up all the issues resolved themselves.investigation summary:the investigation found the possible cause of this issue could be considered to be due to lack of preventative maintenance. Per the operator's manual, restart of the cns every three months is recommended for optimal performance of the monitor. If not done as recommended, the operation of the cns may become unstable, and monitoring may stop. This reported issue does not require further investigation through the corrective action and or preventative action.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) touch screen display froze and does not allow any input using the mouse, keyboard, or touch. No patient harm was reported. Nihon kohden technician told customer to turn off and turn back on the cns and when they did, the touch screen are now accepting inputs and there is no other problems with the display.